Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nasogastric tube lacked placement markings. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nasogastric tube lacked placement markings. No medical intervention was reported. Additional information was received on a medwatch form, that the nasogastric tube markings were limited to 18", 22", 26", and 30". The nurse was unable to mark proper placement and was unable to identify when the tube moved in the patient. Dislodgement could go unnoticed due to the lack of markings.

Manufacturer narrative:
The reported event was unconfirmed. Ther was no sample returned for evaluation; however, according to specification for this product, there are only four placement markers which are marked at 18", 22", 26", and 30''. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warnings 1. Use with caution in patients with a history of head trauma, facial trauma, esophageal diseases and patients with potential for vomiting. 2. Do not force nasogastric tube during insertions; damage to the nasal passage and mucosa and bleeding may occur. 3. Measure insertion length carefully- excessive insertion length of tube into the stomach may lead to coiling and/or formation of tube-knot. 4. Lubricate the tube generously with water soluble lubricant prior to insertion. Do not use petroleum-based products as they may be harmful to the respiratory tract. 5. Refl ux of gastric contents into the blue vent lumen indicates that the suction lumen is obstructed or suction is too low. Routinely check for refl ux in the blue vent lumen and clear as per applicable directions. Failure to clear the obstruction or clear prevent® filter may cause gas and fluid buildup in stomach, aspiration of gastric contents, aspiration pneumonia and other complications. 6. Do not inject fl uid through the prevent® filter as this may result in blockage and leakage of fi lter. 7. Monitor patient for nasal erosion, sinusitis, esophagitis, esophagotracheal fi stula, gastric erosion and pulmonary & oral infections. Statlock® nasogastric stabilization device: avoid contact with alcohol or acetone; both can weaken bonding of components and statlock® stabilization device pad adherence."

Event description:
It was reported that the nasogastric tube lacked placement markings. No medical intervention was reported. Additional information was received on a medwatch form, that the nasogastric tube markings were limited to 18", 22", 26", and 30". The nurse was unable to mark proper placement and was unable to identify when the tube moved in the patient. Dislodgement could go unnoticed due to the lack of markings.